Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-386a, mmt-1880l. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-386a. No product return is required for mmt-1880l. The customer will continue using the device.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, and displacement accuracy test. No unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Carelink reports were successfully generated. No nodelivery alarm (7) present in the history file on the event date or 2 days prior from the event date. Multiple bolus deliveries from 12/26/2024 12:37:44.000 to 01/02/2025 09:33:15.000. Multiple insulindeliverystopped (30) and nodeliveryafterestimatezero (8) from 12/31/2024 17:15:25.000 on the event date or 2 days prior from the event date. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, stained serial number label, and scratched case. No unexpected insulin flow alarms/nodelivery alarms. Accuracy of delivery anomaly and under delivery anomaly were not confirmed during analysis. High bg was not confirmed during testing, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.